Event description:
Blade broke in incision.

Manufacturer narrative:
According to the customer contact, "the blade tip broke in half inside the incision". It was reported that both pieces of the blade were retrieved. No additional details were provided by the customer. The sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.